Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device for the issue of failed homechoice (hc) return instrument test/evaluation (rite) failed functional test for rite - therapy monitored volume failed performance specification. External/internal inspection was performed and passed. A volumetric accuracy test was performed and the device was found to be functioning within specification. Temperature confirmation testing was performed and the temperature was verified to be within specification. Device powered up properly with no errors. The door assembly was inspected and no issues were found. No failure or malfunction was found that could have caused or contributed to the rite failure. The cause for the rite failure of failed volume transferred comparison was undetermined. Device was sent to servicing.